Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:51:49. During night drain cycle four, the patient's ultrafiltration reading was 1258ml, indicating the home patient (hp) drained 1258ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The drain volume was not greater than 1.6 times the largest perscribed fill volume. The false positive was casued by an incomplete fill. This information does not meet iipv criteria. If any additional information is received, a follow-up will be sent.